Event description:
It was reported that the device did not recognize the cassette. It was also indicated that there was data loss and that the comm module would not communicate. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed no anomalies. Review of the event history logs confirmed multiple ¿high alarm: cassette not attached properly¿ and ¿high alarm: downstream occlusion¿ messages occurred. Functional testing was performed and the reported issue was unable to be replicated; however, the issue was confirmed via messages found in the history logs. No data loss or corruption date and time were found within the device. The root cause was determined to be a defective downstream occlusion (dso) sensor. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
Additional information was received and per the reporter, the issue happened during programming and there was no patient involvement.